Manufacturer narrative:
(B)(4). Based on the preliminary investigation of the returned sample the swg (spring wire guide) appears kinked. A follow up report will be submitted at the conclusion of the complaint investigation.

Event description:
Customer complaint reported "during use the guide wire is inserted in the needle preventing its progress. It has been necessary to replace the complete set and re-puncture the patient." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned a spring-wire guide and introducer needle for evaluation. The spring-wire guide was returned advanced through the introducer needle. The guide wire was kinked where it was protruding from the distal tip of the needle. The guidewire was removed from the needle; no other issues were identified. The kinked area of the spring-wire guide was microscopically examined and no coil offset was identified. Both welds were found to be full and spherical. No issues were identified with the introducer needle. The length and outer diameter of the guidewire were measured and were found to be within specification. The guidewire was kinked 417 mm from the proximal weld. The inner diameter of the needle cannula was also found to be within specification. When passing the proximal end through the hub, the guidewire was able to advance through the introducer needle without issue. A manual tug test was performed to confirm both welds were intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit warn not to withdraw the spring-wire guide against the needle bevel to minimize the risk of possibly severing or damaging the spring-wire guide. The customer reported issue of the spring-wire guide kinking due to interaction with the introducer needle was confirmed during the complaint investigation. Visual inspection of the returned sample identified that the guide wire was kinked were it was protruding from the distal tip of the needle. Dimensional and functional inspections were performed on the guidewire and introducer needle; no issues were identified. A device history record review was performed and no other issues were identified. Based on the information provided and the condition of the returned sample, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer comlaint reported "during use the guide wire is inserted in the needle preventing its progress. It has been necessary to replace the complete set and re-puncture the patient." Patient condition reported as "fine".